Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review of egm¿s, false detection of atrial fibrillation was noted and egm¿s were uninterpretable due to noise. No intervention was performed and the device remains implanted. No further information is available at this time.